Event description:
It was reported that intermittent undersensing was observed on a vf episode egm on a merlin.net transmission. The device was reprogrammed. It was also reported that the patients medication was modified and the lead position was changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.